Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 51 mg/dl. The customer took juice and had breakfast for treating low blood glucose. The device will not be returned for analysis.